Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse determined that the smoke had originated from the ups. The fse determined that the cause of the ups to smoke was due to user error. The operator used the ups as a work surface and allowed cleaning fluid to come in contact with the ups. The fse replaced the ups and then verified the instrument functionality. The fse also instructed the lab director that the ups should not be used as a work surface. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The operator of a dimension vista 1500 instrument accidently introduced lab bench cleaning fluid on the instrument uninterrupted power supply (ups). Smoke was immediately emitted from the ups upon coming in contact with the cleaning fluid. No laboratory personnel or patient samples were impacted by the smoke coming from the ups.